Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: h030002. Hours of operation: 6003 h. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. Due to the lack of a precise error description, the history could not be analyzed extensively. The last infusions were investigated. The set values pass the act volume infused entries inside the history files and no anomalies could be detected. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (33-03-185) on the lower housing were intact and undamaged. During the inspection broken parts could be detected. Furthermore, the device shows some liquid residues. In addition, the device shows no visible damage. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,07%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Inside the device a loose washer and nut could be detected. Furthermore, liquid residues inside the device could be detected. No damaged part due to liquid or the loose washer and nut could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. It cannot be ruled out that the loose washer and nut produced a faulty function by the costumer, but that could not be reproduced. Addition information: the loose washer and nut are due to the screw connection not being tight enough.

Event description:
According to the event description: the programming of the total vap is not taken into account . The end of infusion sounds when there are between 30 and 40 ml of chemo left no patient complications were reported as a result of this event.